Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. Unsuccessful attempts were made to try to obtain additional information. Provided information states the patient fell and dislocated. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address dislocation of bipolar cup. It was reported that the patient fell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.